Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance measurements of 0 ohms. Boston scientific technical services (ts) was consulted and recommended to further evaluate the patient. Ts confirmed no events were stored with the device and all other measurements were stable. Further information was received that this device system was suspected to exhibited oversensing of electromagnetic interference (emi), resulting in a shock impedance reading of 0 ohms. Additionally, a gradual decrease in right ventricular (rv) lead pace impedance measurements were observed from 300 to 200 ohms. No adverse patient effects were reported. At this time, this lead remains in service. Additional information was received that this device was explanted due to unknown reasons at this time. This lead has been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance measurements of 0 ohms. Boston scientific technical services (ts) was consulted and recommended to further evaluate the patient. Ts confirmed no events were stored with the device and all other measurements were stable. Further information was received that this device system was suspected to exhibited oversensing of electromagnetic interference (emi), resulting in a shock impedance reading of 0 ohms. Additionally, a gradual decrease in right ventricular (rv) lead pace impedance measurements were observed from 300 to 200 ohms. No adverse patient effects were reported. At this time, this lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance measurements of 0 ohms. Boston scientific technical services (ts) was consulted and recommended to further evaluate the patient. Ts confirmed no events were stored with the device and all other measurements were stable. Further information was received that this device system was suspected to exhibited oversensing of electromagnetic interference (emi), resulting in a shock impedance reading of 0 ohms. Additionally, a gradual decrease in right ventricular (rv) lead pace impedance measurements were observed from 300 to 200 ohms. No adverse patient effects were reported. At this time, this lead remains in service. Additional information was received that this device was explanted due to unknown reasons at this time. This lead has been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance measurements of 0 ohms. Boston scientific technical services (ts) was consulted and recommended to further evaluate the patient. Ts confirmed no events were stored with the device and all other measurements were stable. No adverse patient effects were reported. At this time, this lead remains in service.